Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with spotty infusion behavior. The customer states their blood glucose levels would drop from 400mg/dl to 100mg/dl. The customer declined to conduct high blood glucose troubleshoot. The customer confirmed the high did not cause serious injury or hospitalization. No further assistance provided at this time.